Event description:
The customer did not report a malfunction. During inspection of the uretero-reno videoscope, residual liquid or foreign material came out of the forceps channel. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure found during investigation was observed. The root cause could not be identified. According to the investigation, the root cause of the foreign material remaining in the device could not be conclusively specified and the foreign material could not be identified based on the provided information. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.